Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14014. It was reported, the patient is experiencing uncomfortable stimulation at her occipital (off label) lead sites. The patient was in a motor vehicle accident. Fluoroscopy was done and revealed the lead on the right side had flipped. The patient underwent revision surgery where the physician repositioned the lead. It was noted the most proximal contact fell off the lead during the procedure. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.